Event description:
The following events were noted through a periodic article review "two-year results of an open-label randomized comparison of everolimus-eluting stents and sirolimus-eluting stents." A prospective, open-label, randomized, single center trail was conducted comparing second generation everolimus-eluting stents (ees) with first generation non-abbott sirolimus-eluting stents (ses). Of the 977 patient populations, 498 patients received a xience v stent. Inclusion was from 18 september 2007 to 27 may 2010. Protocol-defined follow-up was performed after thirty days, one year and two years. Clinical outcomes are as follows: myocardial infarction: 4, target vessel/lesion revascularization: 55, stent thrombosis: 7. Additionally, the article referenced a non-abbott study indicating that the xience/promus stents versus non-abbott sirolimus-eluting stents show comparable rates of late luminal loss (stent thrombosis) in these stents during 1-year follow-up.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effect of thrombosis is listed in the promus everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. The xience v stents are being filed under a separate medwatch MFR number. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the u.s. Article: matthijs a. Velders; sjoerd h. Hofma; jan brouwer; cees jan de vries; michel quere; adrianus j. Van boven. (Plos one 2013; 8(6): e64424) "two-year results of an open-label randomized comparison of everolimus-eluting stents and sirolimus-eluting stents".